Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not explanted as of this report. Issue with capsular contracture baker grade IV. Concomitant medical products: right-mentor memorygel, 325cc silicone breast implant. Catalog number 3503504bc serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel, 325cc silicone breast implants which the left side showed issue with capsular contracture baker grade IV after implantation. The issue was confirmed by the doctor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.